Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from am fasting results obtained of 80 ((B)(6) 2022), 92 ((B)(6) 2022), and 83 ((B)(6) 2022) mg/dl and from am fasting meter to meter comparison results of 106 mg/dl using true metrix meter and 300 mg/dl using another device. The customer¿s expected am/pm fasting blood glucose test result is 205 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that when she had obtained the result of 80 mg/dl on (B)(6) 2022, she had a light headache and balance problems; customer stated she did not seek medical attention at that time. Customer stated that she had gone to the ER a few weeks prior (exact date unknown). Customer stated that she had been experiencing symptoms related to her heart and had gone to the hospital. Customer's blood glucose test result when at the hospital had been 300 mg/dl am fasting. Customer had then tested using the true metrix meter and obtained the result of 106 mg/dl am fasting. Customer was not able to recall the time between the tests. Customer stated her main diagnosis was atrial fibrillation, with secondary diagnoses of hypoglycemia, chronic diarrhea and dehydration. The customer was treated with insulin. Customer was discharged from the hospital on (B)(6) 2022. The hospital doctors had taken her off her heart medication and had adjusted her dosage of humalog and levemir. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/16/2022 and test strips were opened four or five months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 23-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 15-jul-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed expiration date.